Event description:
During baxter's eval of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, constant upstream occlusion alarm, which was reproduced during eval. The upstream sensor had low fluid numbers. Low fluid numbers can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.